Manufacturer narrative:
No bends or kinks were observed in the soft cannula. The download data does not contain any timeouts, drive stalls or alarm. Fluid path test was conducted. Upon manually rotating the ratchet gear, fluid was found to exit the fluid path as intended. No signs of leakage were found along the fluid path during the leak test. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation, and no issues were found. The exact cause of reported irritation could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: phone_control_android. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: up1a.231005. 007.g998usqsegxk3. Cloud - smartphone hardware: sm-g998u. Cloud - cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported insulin leaking while wearing the pod. When removed from the infusion site (abdomen), the pod's cannula was found bent. The patient reported redness at the infusion site. As treatment, the patient administered manual injections of insulin and applied a new pod.